Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer¿s mother reported via phone call that they experienced high blood glucose level of 20.5 mmol/l. Mother stated that she needs to confirm bolus deliveries on the insulin pump. Mother was advised to check the bolus under the history, she stated that she only finds the latest bolus, nothing for earlier or from yesterday. Mother is unsure if the bolus wizard delivery was completed. The insulin pump will not be returned for analysis.